Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with multiple a47 alarm in alarm history screen and was unable to upload using care link pro due to corrupted history file. The insulin pump has a minor scratched display window and cracked battery tube threads.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported for four days the information did not show up when she downloaded it in the office. Customer stated bolus and blood glucose were missing. Customer's blood glucose was unknown. Bolus history was missing in the insulin pump. Alarm history was checked and only found a no delivery alarm. Customer declined troubleshooting. Device passes self test. Customer stated that he travels a lot and passes through body scanner every month. Customer was advised to revert to back up plan. No further information reported.